Event description:
It was reported that bd alaris smartsite gravity set was separated. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the IV line was found broken apart. It was a clean line above the second or 3rd port from the patient catheter site. Blood had flowed up from pt hand IV site and was dripping out of the IV, while the IV bag was running into the pt bed and lr [lactated ringers] was getting the blanket and side of gown wet.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, 01-jan-xxxx was used based on age of patient. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 47177e because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.